Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 133 mg/dl. The customer stated keypad is not working properly keeps scrolling through options on it's own. The customer stated that there is no significant event leading to the keypad issue. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 377 mg/dl. The customer stated that there is crack on up arrow top corner of device and corner of screen. Customer stated that she dropped it but it didn't hit the floor. The customer is not sure how the damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No scrolling numbers on the display noted. The pump was received with a cracked display window, a cracked case at the display window corners, and a cracked reservoir tube lip.